Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported pen needles from current box not penetrating skin; stated it pinches more than normal and is little painful, it is not a smooth injection; stated the pen needles also don't release the medication. The returned pen needle was examined, and the following was observed: the patient end (pe) cannula was bent and hooked and the non-patient end (npe) cannula was broken. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged. No evidence of manufacturing defect was observed on this pen needle. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the bent and hooked pe cannula is user error when using the pen needle. If the user removes or reattaches the cannula shield obliquely, they may cause the pe cannula to bend or have a hooked point. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication and difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: consumer reported 3 pen needles from current box not penetrating skin. Stated it pinches more then normal and is little painful, it is not a smooth injection. Stated the pen needles also don't work, they don't release the medication. Consumer does not prime . Lot #: 9353307. Catalog#: 320122. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g were unable to deliver insulin/medication and difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: consumer reported 3 pen needles from current box not penetrating skin. Stated it pinches more then normal and is little painful, it is not a smooth injection. Stated the pen needles also don't work, they don't release the medication. Consumer does not prime. Lot #: 9353307, catalog#: 320122, date of event: (B)(6) 2020.